Event description:
It was reported that during installation, the getinge field service engineer (gfse) found the cardiosave intra-aortic balloon pump (iabp) had an out of box failure. The board configurations not being recognized in configuration data. There was no patient involved.

Manufacturer narrative:
Due to character limitations of e1 - event site name - franciscan health olympia fields. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) that encountered the issue found that only 2 board configurations were present in the configuration data page. Replaced the executive processor and loaded b.17 which didn't resolve the issue. Reseated all boards in the card cage which resolved the issue of the configuration data not being viewable. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following investigation was performed by the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of only two board configurations present in the data page. Out of box failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed.

Event description:
N/a.